Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The customer stated that she passed out and experienced vomiting and nausea. Troubleshooting was performed. The prime, displacement and self tests passed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found battery alarms. The drive support cap appears normal. The mother stated that she will not put the insulin pump back on and she will revert to back up plan until the replacement of the device arrived. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.